Event description:
It was reported that, during a pump replacement on the report date, the new pump was primed on the back table with the new drug concentration. It was unclear whether the surgeon aspirated the existing catheter, which would have been full of 9000mcg/ml fentanyl. It was believed that he may have pulled back 2ml of drug/cerebrospinal fluid (csf), but the reporter was not 100% sure. No bridge bolus was programmed. A ¿worst case scenario¿ was calculated if the surgeon did not pull back any drug. With a catheter volume of 0.229ml and a concentration of 5000mcg/ml at 821mcg/day, if drug was not aspirated, the patient would receive 1476mcg/day for 33.5 hours. The device system was currently used to deliver fentanyl 9000mcg/ml at 821mcg/day. The new drug was fentanyl 5000mcg/ml at 821mcg/day. (This source document contained omitted information, unrelated to this event, which is captured in (B)(4)) it was later reported that there was no error, just confirmation of the appropriate step. No bolus was given because the hcp was not exactly sure where the drug was in the path. The hcp tried to aspirate the catheter and could not. He then tried to clear the catheter with a 2ml bolus of saline. The hcp was aware that this step was not recommended. The patient was on pulse-telemetry overnight to watch in case an overdose occurred with a bolus from the hcp attempting to clear the catheter. At the time of this report, the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).